Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a cracked and unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen, which did show signs of damage (cracked).

Event description:
It was reported to ventec that the device had a "broken screen." No further details were provided. There were no reports of patient involvement associated with the reported event. Upon evaluation of the device, ventec observed that the lcd touchscreen was cracked and unresponsive.